Event description:
It was reported that this implantable cardioverter defibrillator (ICD) exhibited farfield oversensing of ventricular signals on the atrial channel that resulted in a false atrial tachy response (atr) episode. Technical services (ts) advised reprogramming options. The health care professional (hcp) also wanted a review of a ventricular episode. Ts stated that the device appropriately detected the ventricular tachycardia (vt). The hcp stated that they would not make any programming adjustments at the moment. The device remains in use. No adverse patient effects were reported.

Event description:
It was reported that this implantable cardioverter defibrillator (ICD) exhibited farfield oversensing of ventricular signals on the atrial channel that resulted in a false atrial tachy response (atr) episode. Technical services (ts) advised reprogramming options. The health care professional (hcp) also wanted a review of a ventricular episode. Ts stated that the device appropriately detected the ventricular tachycardia (vt). The hcp stated that they would not make any programming adjustments at the moment. The device remains in use. No adverse patient effects were reported. Additional information received indicates that the farfield oversensing has affected the device's ability to detect the ventricular rate being higher than the atrial rates appropriately.

Manufacturer narrative:
The returned device was thoroughly inspected and analyzed upon receipt at our post market quality assurance laboratory. Visual examination of the device header and case noted no anomalies. Dimensional analysis of the header was completed. Each port measured as expected. The device was then exposed to simulated heart load conditions, and the defibrillation, pacing and sensing functions were tested. Impedance testing was completed and all measurements were within normal limits. The device operated appropriately with no interruptions in therapy output at the returned programmed settings. A series of electrical tests was also performed, and again, normal device function was observed. Analysis did not identify any device characteristics that would have caused or contributed to the reported clinical observations.

Event description:
It was reported that this implantable cardioverter defibrillator (ICD) exhibited farfield oversensing of ventricular signals on the atrial channel that resulted in a false atrial tachy response (atr) episode. Technical services (ts) advised reprogramming options. The health care professional (hcp) also wanted a review of a ventricular episode. Ts stated that the device appropriately detected the ventricular tachycardia (vt). The hcp stated that they would not make any programming adjustments at the moment. The device remains in use. No adverse patient effects were reported. Additional information received indicates that the farfield oversensing has affected the device's ability to detect the ventricular rate being higher than the atrial rates appropriately. Subsequently, the device was explanted and replaced due to normal battery depletion. The device was returned for analysis.